Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was not responding to presses. The customer stated the pump touchscreen had to be turned on and off until the pump touchscreen would respond to presses. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump for insulin therapy.